Event description:
The customer reported via phone call that their previous sensor had inaccurate readings. Customer's blood glucose was 95 mg/dl and their sensor glucose read 60 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer's blood glucose was unknown at the time of the call. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.